Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sales rep reported revision surgery. Patient has been revised to address pain and elevated metal ion levels. Upon revision, trunnion wear was noted on the stem. The stem is not listed as being revised. Update rec'd 8/11/2014- legal claim received. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Sales rep reported revision surgery. Patient has been revised to address pain and elevated metal ion levels. Upon revision, trunnion wear was noted on the stem. The stem is not listed as being revised. Update rec'd (B)(4) 2014 - legal claim received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.